Event description:
It was reported that during a lap cholecystectomy procedure, the tip of the device broke off and fell into the patient. It was retrieved by the use of x-ray. There were no adverse patient consequences.